Manufacturer narrative:
This is the same event as 3010536692-2016-00137.

Event description:
Allegedly, patient was revised due to mom complications. (Left)

Manufacturer narrative:
Additional information received to include implant date, product ID, lot number, and hospital. This is the same event as 3010536692-2016-00137.